Manufacturer narrative:
Correction: h8 this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to a standby switch malfunction due to adapter plate failure where the device went into standby mode and could not supply water. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1: (B)(6) hospital. The device was returned to olympus for evaluation and the evaluation found when attempting to send water, the system went into standby mode and could not send water. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the flushing pump ofp-2 went to standby mode and could not supple water. The intended procedure was a therapeutic, hemostasis treatment. The procedure was completed with a similar device. There were no reports of patient harm.